Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrial threshold testing, the pulse generator exhibited loss of output. Loss of output was reproducible and was resolved by device reprogramming. It was also reported the right ventricular lead exhibited increase in capture threshold and impedance. It was suspected the lead electrical measurement behavior corresponds with patient cancer treatment. No further intervention was performed. The patient was stable.